Event description:
It was reported that during a liver resection procedure, the powered stapler stalled briefly while firing the second reload. After opening the jaws of the stapler, the surgeon noticed malformed staples and bleeding. A second powered stapler was open to complete the case after the bleeding was stopped with suture.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge reload loaded in the device. The reload was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost? Did the patient require blood products due to the loss of blood? Did the patient receive other fluids due to the loss of blood? Was the patient on anticoagulation therapy? In reference to "stalled", did the battery loose power completely and stop and then start up again? Did the device fire completely? What area of the staple line was malformed (distal, proximal, center, one side, both sides, entire staple line)? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Is there any other additional information you would like to share about this device or procedure?